Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set broke. The following information was received by the initial reporter with the following: it was reported by the customer that there are two different issues that we have seen recently. The first issue was one of the nurses was spiking the newer style antibiotic bags, that are much stiffer than the old style, and the spike broke off in the bag. The second issue was they were running a code and fluids were on a pressure bag attached to an io (no pump involved). They attempted to push meds and the stretchy section of the tubing bubbled up like a water balloon and burst.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak and air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.